Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed one-minute non-destructive ram test failed error. The customer blood glucose level was unknown at the time of the incident. Customer stated pump alarmed even new battery placed and insulin pump did not return to normal function. Customer also stated the pump alarm occurred four times. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm the one-minute non-destructive ram test failed alarm and unable to perform any tests due to blank display.